Event description:
A field service engineer (fse) was present for a preventative maintenance at (B)(6) hospital ¿ stanford, ca. This complaint occurred during the applicative test using contactless registration. The fse did the registration and applicative test 3 times, and each time, the fse got an acceptable registration. However, the pin in the applicative pointer wasn¿t within 1 mm on the most posterior/occipital region pin each time (it was okay for the other two pins) ¿ referring to trajectories 7, 8 and 9. The fse tried to change the angle of the head, went to a different room with more muted lighting, etc. The accuracy test for laser and markers both passed in addition to the applicative test using marker registration.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the brain applicative test with contactless registration failed the 03-mar-2020 due to a slight distortion of the phantom. Indeed, field services techinicians and engineers are using a phantom during maintenance to perform the accuracy and applicative tests. In this case, the imagery of the phantom was not corresponding to the state of the phantom which was slightly distorted.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A field service engineer (fse) was present for a preventative maintenance at lucile packard children¿s hospital ¿ stanford, ca. This complaint occurred during the applicative test using contactless registration. The fse did the registration and applicative test 3 times, and each time, the fse got an acceptable registration. However, the pin in the applicative pointer wasn¿t within 1 mm on the most posterior/occipital region pin each time (it was okay for the other two pins) ¿ referring to trajectories 7, 8 and 9. The fse tried to change the angle of the head, went to a different room with more muted lighting, etc. The accuracy test for laser and markers both passed in addition to the applicative test using marker registration.